Manufacturer narrative:
Additional information: d10, g4, h3, h6. H3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and separated from the instrument. A deep knife impression was observed along the cutline impression in the mylar cover and the cut ring was found to be partially severed. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the pushers advanced. The anvil did not disengage during functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. However, the information for use booklet warns the user that when opening the stapler, prior to removal, not to turn the twist knob more than two full turns, as this may allow the anvil assembly to s eparate from the instrument. Additionally, the investigation detected a unreported condition of a partially severed cut ring. No further actions have been deemed necessary at this time. Replication of the unreported condition of a partially severed cut ring may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an end to end anastomosis between colon and rectum on a laparoscopic left hemicolectomy, a component disengaged. It was stated that it was necessary to perform an enterotomy to extract the anvil from the proximal portion of stapled colon. The event resulted to surgical extension to 30 minutes or more. The delayed time of the procedure was in order to identify where the anvil was and if the end anastomosis was performed correctly using an endoscope and to extract the anvil from the lumen through enterotomy.